Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated was selected to be used in a re-do pulmonary vein isolation (pvi) procedure. During preparation it was noted that three irrigation ports were not working properly. It was also noted that no error messages were displayed. The catheter was exchanged and the procedure was completed without patient complications being reported.

Manufacturer narrative:
Visual inspection of the irrigation ports revealed no defects or obstructions. The steering knob and the tension control knob functioned properly on both lock and unlock positions. There was no abnormal resistance coming from the tension knob. Leak testing of the device revealed no leaks. While irrigating the catheter all irrigations ports functioned with no obstructions. Irrigation flows from all 6 ports without any obstructions. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav stablepoint open-irrigated was selected to be used in a re-do pulmonary vein isolation (pvi) procedure. During preparation it was noted that three irrigation ports were not working properly. It was also noted that no error messages were displayed. The catheter was exchanged and the procedure was completed without patient complications being reported.